Event description:
It was reported that pump battery would not charge when caller used damaged charging cable with non-tandem wall adapter, although power source was confirmed to be working and no power source alert appeared in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer declined to leave adapter plugged in due to concerns about electrical hazard, then used different non-tandem charging cable, after which pump began charging, and technical support advised against regular use of third-party charging supplies, arranged replacement charging supplies, and recorded that no further assistance was required.